Event description:
The patient was presented to the hospital for a scheduled implant procedure. The patient's left ventricular (lv) lead was noted to be capped on (B)(6) 2016 and was explanted on (B)(6) 2024 for an unknown reason. No patient consequences was reported.

Manufacturer narrative:
Correction: section db6- the explant date should had been (B)(6) 2024, rather than (B)(6) 2024.